Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse observed micro bubbles in the sweep flow lines of apertures 2 and 3, and replaced the aperture o-rings, insert fittings and tubing that secure the sweep flow lines to the insert fittings. These measures resolved the problem. The root cause for the event was attributed to a hardware malfunction related to platelets counting whereby micro bubbles were counted as platelets. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that they had obtained erroneously false high platelets counts for several pt samples on the coulter lh750 hematology analyzer instrument and the results were reported out of the laboratory. There were no flags or related suspect messages generated by the instrument. The samples were rerun on the lab's second lh750 analyzer and corrected reports issued. A review of the results showed that no other parameters were affected. The customer provided examples of 16 pt data sets but the total number of samples analyzed and reported out of the lab is unk. Raw data analysis of rep samples of the falsely elevated platelet counts showed that the affected apertures #2 and #3 had agreed and voted out aperture #1 which contained the correct count, in accordance with the design of the voting algorithm. There was no adverse event or serious injury associated with this event and there was no change to pt treatment.